Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -7.00/+2.5/85 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting with lens rotation. On (B)(6) 2022 the lens was exchanged with a longer length lens and the problem was resolved.